Manufacturer narrative:
Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient was having second stage of trial lead surgery when the doctor accidentally cut the implanted lead. The doctor replaced the cut lead with a new one during the procedure. Reportedly the patient had effective therapy after surgery.